Event description:
Rv bipolar lead impedance warning on (B)(6) 2021. Rv unipolar lead impedance warning on (B)(6) 2021. High rv threshold on (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).